Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has partial display issues. It was stated that the bar code with the time and the empty reservoir symbol was missing. The blood glucose reading was 132 mg/dl. The insulin pump was dropped on the floor prior to the display issues. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.